Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for an in-clinic follow-up, lead noise was observed on the atrial channel. The discrimination criteria was altered from dual chamber to single chamber. No further action was recommended or performed. The patient condition is good.